Event description:
The IV was inserted on (B)(6) 2011 into the baby's scalp without difficulties. When the catheter was removed on (B)(6) 2011, it was found broken, with a portion of the catheter tubing remaining in the baby's scalp. According to the nurse, the tubing appeared to be stuck.

Manufacturer narrative:
The sample is available for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).